Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was found to have a battery that was not holding a charge but the issue of no alarm was not in the evaluation , so the original complaint issue of no alarm when the battery is low was not able to be confirmed.

Event description:
Dealer states there is no alarm indicator when the battery is low.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there is no alarm indicator when the battery is low.